Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient was pre-operatively diagnosed with l5-s1 degenerative disc disease with l5-s1 herniated nucleus pulposus and bilateral s1 radiculopathies and underwent the following procedures, l5-s1 anterior lumbar interbody fusion with usage of intraoperative fluoroscopy, using the cage system, and rhbmp-2 bone morphogenic protein bone grafting. As per op-notes, ¿the bmp bone grafting was then placed into the rhbmp-2 carrier and placed into the centers of the cages. Once this was completed copious amounts of antibiotic irrigation were then used to irrigate the wound.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.